Manufacturer narrative:
(B)(4). The analysis results found that the iris seal of the device was torn. The torn propagated so it created a hole about 1 cm in length. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the source of the air leak located? Where was the leaking coming from? Was there any troubleshooting done to address the leaking? What was the approximate size of the incision? Please confirm that cracked is the same as torn? Did it tear upon device insertion? If so, what instrument was placed through the hap02? Or was the air leaking prior to use? Was another device not available for use? Was the procedure converted to open b/c a second device was not available? Were there any other factors that led to the conversion? What is the patient's current status? Is the patient expected to have a full recovery? How long has the user been using the device?

Event description:
It was reported that during a radical resection of esophageal carcinoma the surgeon placed the device and established pneumoperitoneum found that air leaked. The film of the device was cracked. The surgeon had to change to open surgery to complete the procedure. Now the patient is fine. Converted to open to complete procedure.